Event description:
I developed asthma, severe fatigue, brain fog, acne, and pain in breasts and joints that led me to having my allergan natrelle saline-filled implants removed in february of this year, in addition to concerns about cancer risk. FDA safety report ID # (B)(4).